Event description:
It was reported that during an unknown procedure, the clips were coming out sideways and dropping out of the jaws. The clips fell off the vessels after being clipped. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.